Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. During the procedure, the commander balloon ruptured when the valve was fully inflated. The balloon was removed intact; however, it did have tears. The case went well and patient is responding positively to the valve. As per follow-up with the fcs, no extra volume was added to the balloon prior to inflation, and no noticeable difficulty was experienced while withdrawing the delivery system. The delivery system and balloon were successfully removed from the sheath without incident. There were no injuries or complications reported in relation to this event. The perceived root cause of the balloon rupture was calcification (heavily calcified leaflets).

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was unable to be confirmed as no device and/or applicable imagery were provided for evaluation. Available information suggests patient factors (calcification) likely contributed to the event, as it was reported "the commander balloon ruptured when the valve was fully inflated", and "the perceived root cause of the balloon rupture was calcification (heavily calcified leaflets." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.